Event description:
It was reported there was more residual drug volume than expected. The drug used in the pump is lioresal 2000 mcg/ml at a dose of 1400 mcg/day. The expected residual volume was 5.2 ml while the actual volume was 35 ml. The last refill 3ml were expected and 20 ml was aspirated. There had been no audible alarms. The pt was asymptomatic. Additional information has been requested but was not available on the date of this report.